Event description:
It was reported that a small volume intermate had white particulate matter floating inside. The device was filled with an unspecified amount of colistimethate. This was observed during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating inside of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.